Manufacturer narrative:
(B)(4). Date sent to FDA: 12/08/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2010 and mesh was implanted. The patient experienced mesh exposure and underwent complete excision of the mesh on an 11/16/2020. Additional information has been requested.